Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The instrument was also giving "differential voteouts" and "pc1 partial aspiration" errors when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed that the tubing at section wm6 of the blood sampling valve (bsv) had popped off the bsv and was leaking. This tubing carries the sample to the differential mixing chamber. The fse replaced the tubing and the instrument ran without any leaks or voteouts. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).